Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (14mm/130 deg ti cann tfna 360mm/left-sterile, part number 04.037.457s, lot number 7897928). The subject device was returned with the complaint condition stating: we have forwarded the received parts (nail 04.037.457s/7897928, blade 04.038.385s/7866730) to the responsible manufacturing site for investigation, here is the statement: upon visual inspection, the components were received disassemble. The spring tab on the head of the nail was broken. The disassembled components and nail part 04.037.457s. Lot number 7897928 reworked to lot 9805300 match drawing. Verified parts were correct to top level assembly drawing 04.037.451.1 for nail part no: 04.037.457, and components component parts reviewed: locking prong assembly: the locking prong assembly consists of three parts. Measured the distance from the reference dimension on the drawing 04.037.942.2 that is the distance from the tip of the locking prong to the bottom of the locking prong. The measured distance is 21.90 mm. The reference dimension on the drawing is 21.83 mm. The diameter of the locking prong on the drawing 04.037.942.2, specification ¿a¿, was measured to be 9.85 mm. The specification ¿a¿ on the drawing is 9.9 mm. There is some noticeable scraping wear on the tip of the locking prong, which includes bare metal. There is also some scraping wear on the part of the locking prong where the shaft meets the main body of the locking prong, which includes bare metal. Helical blade: the two ends of the helical blade do not appear to be damaged, except for some very light scraping towards the end of one of the threads as seen in the photos. The diameter ¿a¿ of the helical blade was measured to be 10.36 mm. The specification ¿a¿ of the diameter on the drawing 04.038.370, page 1/2, on the second from the top image on the drawing, is 10.35 mm. 3)there is no visible damage to the threads on the helical blade. There are scrape marks on the opposite end of the helical blade, roughly 20 mm to 28 mm from the end of the helical blade. Nail notes: the locking tab has been broken off. This complaint is confirmed due to the requirements description in w-m-s080 paragraph 7.6.9 that the complaint matches the received condition. There is no other complaint received for this nature in past two years. It appears that nail assembly got damaged during the explant surgery & excessive force used. Concomitant part received: one (1) screw (04.005.534 / 9679744): as this part is not responsible for the breakage of the nail, no investigation will be done one this. Design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6). (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture: feb 6, 2015. Expiration date: jan 31, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 78977928 is reworked to lot 9805300. No non-conformances were generated during the production of the subject device. Sterility documentation was reviewed and determined to be conforming. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient went to the hospital on (B)(6) 2016 and it was discovered by x-ray that the trochanteric fixation nail ¿ advanced (tfna), implanted on (B)(6) 2016, had broken at the helical blade junction. Revision surgery was performed on (B)(6) 2016. The patient was revised with competitors hip replacement devise (distal fix stem) with a global dual acetabular component. The patient¿s post-operative outcome is unknown. Please also see related complaint (B)(4) which addresses and reports additional events associated with this patient. Concomitant medical products: 1x helical blade (part 04.038.385s, lot 7866730). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Upon product receipt, helical blade (part 04.038.385s, lot 7866730) is now considered as the part of the complaint and no longer considered as concomitant device, because after receipt of the helical blade visible scratches and marks were identified on the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: 5.0mm ti locking screw w/t25 stardrive 44mm for im nails (part # 04.005.534, lot # 9679744, quantity 1).